Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented through merlin.net, noise was observed on right ventricular (rv) lead. Further review also noted low lead impedance indicative of possible lead damage. Fluoroscopy of the rv lead revealed no obvious lead damage. The rv lead was capped and replaced on (B)(6) 2018. No adverse consequences to the patient were reported. The patient's condition was stable before and after the procedure.